Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between june 23, 2023 ¿ june 27, 2023. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. A functional test was performed, and the device was properly activated per activation instructions listed on the intermediate carton and proper reconstitution between the vial and the solution was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed while using a vial-mate adapter. The vancomycin 1g vial was spiked to the 250ml normal saline (ns) in an unspecified secondary IV piggyback (ivpb) using the vial-mate adapter and a significant leak occurred. The issue was observed after hanging the medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.